Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic right hemicolectomy procedure, there was a poor staple formation and there was an incomplete staple line in the central area. Three reloads with the same lot number plus another reload with a different lot number were used. This was resolved by reoperation and doing manual sutures. The surgical procedure was also extended for more than 30 minutes. The case was completed and the patient had peritonitis three days after the first operation and the patient had undergone extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic right hemicolectomy procedure, there was a poor staple formation and there was incomplete staple line in the central area. Three reloads with the same lot number plus another reload with a different lot number were used. This was resolved by reoperation and doing manual sutures. The surgical procedure was also extended for more than 30 minutes. The case was completed and the patient had peritonitis three days after the first operation and patient had undergone extended hospitalization for two weeks and is currently still in the intensive care unit.